Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual. It was reported that the patient had therapeutic ultrasound treatment on their knee and a couple minutes after experienced a feeling in their neck that they had never felt before. The patient also reported feeling slight pain in their left arm. Patient was redirected to contact their healthcare provider. The patient called back and stated their nurse directed them back to manufacturer to determine what damage was done and what to expect going forward as a result of having the therapeutic ultrasound treatments. Patient was informed that no resources exist to determine what the nurse was suggesting. The caller was directed to monitor any changes and report them to their healthcare provider to address.

Event description:
It was reported by the patient that their therapist informed them that their knee where the ultrasound was applied is a long way from their brain. They added that diagnostics were not run so there was no way to tell if the system was affected but they had not had any repercussions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.